Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received an "off no power" alert and did not receive a "low battery" alert prior. Customer's blood glucose was unknown. During troubleshooting, customer reported that batteries were previously used. Customer was advised that battery cap would be replaced. Customer was also advised to clean battery compartment, change batteries, and to call back should issue persist.